Manufacturer narrative:
Investigation summary: root cause was updated: when the top web roll was replaced, the wrong top web was used. CAPA (B)(4) has been initiated to investigate this issue and prevent future recurrence.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with incorrect labeling on individual packaging for 3 boxes of product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with incorrect labeling on individual packaging for 3 boxes of product.

Manufacturer narrative:
Investigation summary: two photo were provided for evaluation. They show the shelf box and the packaging blisters, the blisters have the incorrect top web therefore failure mode was verified. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A CAPA (corrective action preventive action) has been initiated to investigate this issue and prevent future recurrences. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. There was no documentation of issues for the complaint of batch # 8331535 during this production run.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with incorrect labeling on individual packaging for 3 boxes of product.